Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what color cartridge was being used? Blue cartridge. What is the product code for the cartridge? Ecr60b. Did the device staple? Yes. Was the staple line complete or did it stop where the knife stopped? The staple line was not complete the analysis found that one pse60a device was received for analysis with an ecr60b cartridge loaded on the device. The returned cartridge reload was received partially fired 1/4 consistent with an incomplete firing cycle. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. Additionally the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. No further functional test could be performed due to the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, at the fourth use, the device stopped working during cut. Partial cut of the small intestine, use of the reverse function to unlock the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.